Event description:
(B)(4). Event occurred in (B)(6). The patient stated that while sleeping, at three instances the tubing got detached from quick release. Reportedly, she knew that she is not an overactive sleeper. The set was inserted in abdomen. She has returned 2 sets and had given one set to her health care professional. No further information available.